Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic in bad condition due to dyspnea. After the system was checked high, out of range high voltage lead impedance and high threshold were observed. X-ray revealed lead fraction. The lead was explanted and replaced without any problems. After lead was explanted insulation damage was observed. Part of the wire was drilled through the insulation. The patient was stable after the procedure.

Manufacturer narrative:
Insulation damage, a fracture of the inner coil, and a broken resensing cable were noted at 55.5 cm from the connector pin, consistent with clavicle crush damage. The etfe coating was intact at this location. This is consistent with the observation from the field of high pacing lead impedance, inadequate capture, lead insulation abrasion, and fracture.